Event description:
It was reported that an ultra set disposable disconnect y-set leaked due to damage. This was further described as ¿had fluid all over the floor due to drain bag damaged¿ (not further specified). This occurred after treatment for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.